Event description:
It was reported that the patient was warming for 6 hrs. And should have been up to 36.5°c, however was only at 35.6°c. It was reported that they were using an esophageal probe. The temperature was started at 33.4°c and was set for 0.5°c degrees/hr. With a water temperature of 40°c. The patient was not adversely affected and no clinically relevant delay in treatment was reported.